Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced repeated insulin occlusion alerts with a contact detach steel 6 mm, 23 inch infusion set, resulting in prolonged interruption of insulin delivery and hyperglycemia exceeding 400 mg/dl; tubing was disconnected and primed with free insulin flow observed, the infusion set and supplies were then changed, and the device delivered a correction bolus and resumed dosing. Symptoms included hyperglycemia. Outcomes included transient disruption of therapy with elevated glucose that returned to normal range later the same day. Investigation included guided troubleshooting, tubing examination with successful prime, review of device dosing reports, confirmation of cgm disconnection for approximately two hours, and a full supply change. Investigation of this case revealed an insulin delivery occlusion that resolved only after replacement of infusion supplies, with no evident damage to tubing and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set or site occlusion.